Event description:
Device was returned for service after the facility's biomedical engineer identified a fault code 30. The facility's biomed reported that the facility had no record of any pt incident involving this device, and that this failure occurred during the biomed's testing when no pt was involved.